Manufacturer narrative:
It was reported that there was a malfunction of the internal temperature probe. No type of anomaly or fault was found on the cardiohelp during repair. According to the fst, the problem was probably on the hls oxygenator. The hls set was discarded. There were no readings of the arterial temperature. The cardiohelp and the hls set were replaced. No leak was observed. The failure was noticed at the start of the treatment, a few minutes after connecting the patient to the device. The cardiohelp was investigated in the complaint ot# (B)(4). The failure occurred during treatment. No harm to any person has been reported. The cardiohelp and the hls set were exchanged during treatment. Therefore, a report is needed. The affected product is not available for technical investigation as the hls set was discarded by the customer. However, according to the risk assessment of the hls set, the following root cause can lead to the reported failure: damage of the electrical sensors due to condensed water on the flexible circuit board the user didn´t perceive or recognize how to plug the integrated sensor cable to the hls module or was not able to connect the integrated sensor cable to the hls module. The exact root cause remains unknown. A medical consultation was performed by getinge medical affairs on 2024-08-09 with following conclusion: concerning the missing of an arterial temperature: in the past a few possible root causes for the described event have been identified. As the console on site passed all test upon inspection it is unlikely that the sensor cable is damaged. In absence of an investigation-report no conclusive information concerning the exact type of error or damage is possible from a medical perspective. A lce review was performed by getinge life-cycle-engineer on 2024-08-02 with following conclusion: a supposed malfunction of the arterial temperature sensor may have multiple root causes. Based on the customer description, it cannot be clearly concluded that the hls module / the arterial temperature sensor itself has failed. First of all, it is quite possible that the failure was due to: insufficient connection of the hls module to the cardiohelp device. A damaged flex conductor. The entry of liquid / moisture into the sensor area of the blood outlet connector. A defect in the sensor itself. Thus, based on the description numerous root causes are possible. The exact root cause remains unknown. Further information is required to identify / to narrow down of possible root causes. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). No device history review could be performed as the serial/lot number was not available. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "arterial temperature not reading" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a malfunction of the internal temperature probe. No type of anomaly or fault was found on the cardiohelp during repair. According to the fst, the problem was probably on the hls oxygenator. The hls set was discarded. The failure occurred during treatment. The cardiohelp was investigated in the complaint # (B)(4) (mfg report number# 8010762-2024-00346). No harm to any person has been reported. The hls set was defective during patient treatment and the cardiohelp was exchanged. Therefore, a report is needed. Complaint ID# (B)(4).